Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned with no stent or snare. Blood and contrast was visible in the distal and midshaft of the device which is consistent with the device being used. The returned catheter was visually, tactilely examined along the entire length and no damage was found. The distal end was further inspected under magnification and it was determined that the stent was no longer present on the stent delivery system. There were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The balloon was in a tightly folded condition, as-received, and microscopic examination of the balloon presented no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery treatment procedure the stent dislodged. The lesion was located in the right coronary artery. The physician was attempting to deploy a 4.0x16mm veriflex stent in the lesion and without being inflated the stent came off the delivery system. The procedure was completed by using another veriflex 4.0x24mm to secure the 4.0x16mm stent in the prox right coronary artery. The patient status is listed as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary artery treatment procedure the stent dislodged. The lesion was located in the right coronary artery. The physician was attempting to deploy a 4.0x16mm veriflex stent in the lesion and without being inflated the stent came off the delivery system. The procedure was completed by using another veriflex 4.0x24mm to secure the 4.0x16mm stent in the prox right coronary artery. The patient status is listed as fine.